Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold, r-wave amp variation, stylet could not be inserted and helix mechanism issue. As received, a complete lead was returned in one piece. The reported events of stylet could not be inserted and helix mechanism issue were confirmed while the reported events of high pacing threshold and r-wave amp variation were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event stylet could not be inserted was isolated to over torqued inner coil at the connector region which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and over torque of the inner coil. Electrical testing was normal.

Event description:
It was reported that the patient presented post-implant procedure. Upon review, the ventricular lead's sensing and capture thresholds were out of range. Fluoroscopy showed that the lead was dislodged. The patient presented to a lead revision. During the procedure, the guidewire could not be inserted completely, and the ventricular lead's helix would not extend once retracted. The lead was then explanted and replaced. The patient condition was stable.